Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was provided for investigation where it was tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.4 inr, qc 2: 3.5 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The result of 4.0 inr alleged by the customer was observed in the meter¿s patient result memory, but the result of 7.0 inr was not observed. Dates for both values were different from the alleged dates. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 2:00 p.m. The meter result was 7.0 inr and at 2:02 p.m. The result using the same meter was 4.0 inr. The patients warfarin dose was not changed and neither result was believed. The patients therapeutic range is 2.0-2.3 inr and tests once a month. The patient is in good condition.